Manufacturer narrative:
A follow up is being reported for complaint cod (B)(4) as the initial medwatch was reported as a malfunction rather than a serious incidident since multiple x-rays were taken. Device not returned.

Event description:
A follow up is being reported for complaint cod (B)(4) as the initial medwatch was reported as a malfunction rather than a serious incident. Rep reported that the patient was complaining of dizziness. The surgeon was unable to indicate or program the valve. Multiple (5) x-rays taken to confirm valve not successfully moved. The surgeon on call recommended leaving the valve setting at 4.

Manufacturer narrative:
An additional follow up is being filed as the rep explained that during the patient follow up with the attending physician, who was out of town at the time the patient experienced symptoms of hydrocephalus. The patient proceeded to see one of the covering physicians and they decided to x-ray the patient to see what the valve was programmed to. As indicated on the complaint form they were not able to confirm the pressure setting. The rep explained that in many cases patients go through an adjustment period. When the attending physician returned the patient was seen and was doing very well. The doctor was very satisfied with the patient outcome and concluded that the patient did not need to be readjusted. Therefore the patient was sent home with the vale setting as is.

Event description:
An additional follow up is being filed as the rep explained that during the patient follow up with the attending physician, who was out of town at the time the patient experienced symptoms of hydrocephalus. The patient proceeded to see one of the covering physicians and they decided to x-ray the patient to see what the valve was programmed to. As indicated on the complaint form they were not able to confirm the pressure setting. The rep explained that in many cases patients go through an adjustment period. When the attending physician returned the patient was seen and was doing very well. The doctor was very satisfied with the patient outcome and concluded that the patient did not need to be readjusted. Therefore the patient was sent home with the vale setting as is.